Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoidal ligation procedure performed on (B)(6) 2024. The ligator was unpacked and it was noticed that the suture thread was uneven and seemed about to break, but it was confirmed that the suture was not broken. During the procedure, when the ligator was used, the bands could not perform ligation. The device was removed immediately, and was the procedure was completed with "laurosinol sclerosis treatment" for internal hemorrhoids. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.